Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not removed.

Event description:
It was reported that the patient acquired an infection. The patient underwent a wound washout. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.